Event description:
The customer reported that the ventilator generated an error which is related to oxygen delivery failure. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
The gas delivery system (gds) assembly was received for failure investigation. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The gds was attached to a failure investigation (fi) test ventilator. The test ventilator powered up normally and passed all tests. The device meets specifications. No failures were observed. There was no fault found.